Event description:
For about the last three months the temperature ports are popping open during pt use. Per reporter, no pt injury occurred and no medical intervention was required as a result of the reported condition. Reporter states that clinicians "close the port when it opens, but sometimes the port is hard to get to. "Reporter indicates further that the temperature port reopens approximately twice after it is closed. Reported condition occures "once in a while". No specific info is available about each incident and the frequency of the reported condition. No other info provided.